Manufacturer narrative:
Complaint (B)(4): no samples were received for evaluation. No material numbers were provided by the customer. No batch numbers were provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. The cause of the event cannot be determined.

Event description:
Customer states patients see their results and are questioning the accuracy of the testing. Customer advised they have no way of knowing the lot numbers. Analytes in question are glucose and potassium, and the specimen c compromised message on the patient report. Customer determined that results were inaccurate/different/changed due to not experiencing these issues with the previous vendor. Customer could not identify recollections to determine if the results changed. No tubes available for return.

Manufacturer narrative:
A date of the event could not be obtained from the customer. Samples or more information from the customer were not yet received. As soon as the investigation of the complaint is completed, a supplemental report will be filed.